Manufacturer narrative:
The previously reported date of 09/21/2017 was inaccurately reported. The date should have been reported as 06/23/2017 which was identified on 02/21/2019 during a quality audit review of closed files. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: based on the investigation of the returned catheter sample it could be confirmed that the inner assembly was broken and that the deployment mechanism was not in use. Furthermore, an outer joint was found separated. Increased external force must have been present during system tracking causing increased load on the cardan tube and the separated joint. No indication could be found for a manufacturing related cause. Based on the information provided and the evaluation of the sample returned the complaint is confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: the current IFU (instructions for use) states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire remove the delivery system and guidewire together.' In regards to accessories the IFU states: 'during stent deployment, use the 0.035" guidewire (recommended) for more support depending on vascular anatomy and / or lesion morphology.', and 'gain femoral access utilizing a 6f (2 mm) or larger introducer sheath.' Furthermore, the IFU states: 'during system flushing, observe that saline exits at the catheter tip. An insignificant amount may also exit at the junction between the stent delivery sheath and the system stability sheath.', and ' examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used. '

Event description:
It was reported that during treatment of a chronic total occlusion in the left superficial femoral artery, the health care provider allegedly noticed an inner shaft break and felt slight resistance while inserting the device into the guiding sheath. Reportedly, another device was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: based on the investigation of the returned catheter sample it could be confirmed that the inner assembly was broken and that the deployment mechanism was not in use. Furthermore, an outer joint was found separated. Increased external force must have been present during system tracking causing increased load on the cardan tube and the separated joint. No indication could be found for a manufacturing related cause. Based on the information provided and the evaluation of the sample returned the complaint is confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: the current IFU (instructions for use) states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire remove the delivery system and guidewire together.' In regards to accessories the IFU states: 'during stent deployment, use the 0.035" guidewire (recommended) for more support depending on vascular anatomy and / or lesion morphology.', and 'gain femoral access utilizing a 6f (2 mm) or larger introducer sheath.' Furthermore, the IFU states: 'during system flushing, observe that saline exits at the catheter tip. An insignificant amount may also exit at the junction between the stent delivery sheath and the system stability sheath.', and ' examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used. ' the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a chronic total occlusion in the left superficial femoral artery , the health care provider allegedly noticed an inner shaft break and felt slight resistance while inserting the device into the guiding sheath. Reportedly, another device was used to complete the procedure. There was no patient injury reported.